Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Urinary retention, pain and erosion are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptoms of urinary retention, pain and erosion are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced pain and urinary retention. During a revision surgery, the physician confirmed erosion, therefore the device was explanted. There were no further patient complications.